Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed drawer. A field service engineer replaced the printed circuit board (pmc) due to no lights. The station was powered on prior to reconnecting the drawer boards retractor band connections. Unfortunately, the defective drawer boards caused immediate failure of the new pmc board upon connection and rebooting the station. Both controllers were found to be shorted and the controller boards and the pyxibus controller module were replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system storage failed, all pockets within drawers 1.1 and 1.2 both indicated as "device not detected on bus", preventing users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient, since nurses had to remove drugs from other machines and there was no patient harm. There were no adverse events or injuries reported based on this event.